Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0230 logic femoral ps cem left sz 3, 02-012-35-3011 logic tibia ps mod insrt sz 3 11mm, 02-012-45-3030 lgc tibial fit tray cem sz 3f / 3t, 200-02-35 three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Approximately 2 years after initial replacement, the patient underwent a diagnostic hip injection for pain. Subsequently, the patient is now experienced osteolysis at bone implant interface and retinacular soft tissue tenderness around the patella. As a result, the patient is being monitored w/x-ray at 2 year review. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that this complaint is no longer considered reportable by exactech and this report may be disregarded. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.